Manufacturer narrative:
Explanted device has been discarded. The events of infection, erythema, pain and inadequate tissue ingrowth are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and a concomitant tissue expander during left side breast reconstruction surgery on (B)(6) 2014. Post-implantation, patient presented with breast pain, redness, and a "delayed unilateral infection." Patient was initially treated with antibiotics. Seri and tissue expander were fully explanted on (B)(6) 2014. Physician reported that the device did not incorporate into the patient tissue. Explanted devices have been discarded.